Manufacturer narrative:
Hamilton medical ag comes to the conclusion: additional information: the calibration tests are part of the pre-operational checks, which are always performed before the device is used on a patient. The device clearly indicates whether the calibration test has passed or failed. According to the customer, after few attempts, calibration was passed. No information was received about any malfunction of the device during clinical usage. Subsequent, no issue was found with the device by the technician during annual service. The device passed all tests. Therefore, after reassessing this case, this event does not meet the criteria for mandatory reporting.

Event description:
The following was reported to hamilton medical ag: summary: after a few months of normal service, the proximal flow sensor calibration fails. After a few attempts this calibration is seems possible to perform. During yearly maintenance the flow test is barely within tolerances.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: after a few months of normal service, the proximal flow sensor calibration fails. After a few attempts this calibration is seems possible to perform. During yearly maintenance the flow test is barely within tolerances.